Event description:
It was reported the line was removed on (B)(6) 2022 after flushing and noticing a "fracture". The line was placed for delivery of blood products and platelets. The insertion site was the upper arm. The device was removed in its entirety. No patient harm reported. It was reported therapy was interrupted because the line was removed. Another PICC was planned to be placed. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the line was removed on 27 jul 2022 after flushing and noticing a "fracture". The line was placed for delivery of blood products and platelets. The insertion site was the upper arm. The device was removed in its entirety. No patient harm reported. It was reported therapy was interrupted because the line was removed. Another PICC was planned to be placed. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one single-lumen PICC for investigation. Evidence of use was observed. Visual inspection revealed the distal extension line contained a small hole directly adjacent to the luer hub. The remainder of the extension line was secured inside the luer hub. The catheter body length measured 508mm, which is within the specifications of 503.2-508mm per the catheter product drawing. The distal extension line outer diameter measured 0.09613", which is within the specifications of 0.093"-0.097" per distal extension line product drawing. The distal extension line inner diameter measured 0.058", which is within the specifications of 0.055"-0.059" per distal extension line product drawing. This indicates that the wall thickness measured within specifications. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "flush remaining lumen(s) with sterile saline solution, to establish patency and prime lumen(s)." Water leaked out of the hole in distal line. A device history record review was performed, and the following findings were identified: for material c-15802-005b, two non-conformances were initiated for batch 13c20b1247 in regards to an extension line leak during use. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested." The complaint of an extension line leak was confirmed through a complaint investigation on the returned sample. A hole was found in the distal extension line adjacent to the luer hub. The returned sample passed all relevant dimensional inspections. The type of damage observed is consistent with a manufacturing issue in the PICC lines, therefore, the probable root cause is manufacturing related. A non-conformance has been initiated to further investigate this issue.